Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was intermittently unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was not observed at zoll. The device log was evaluated and we can tell the customer was struggling since they were pulling the battery to turn off the device. The device was thoroughly evaluated and tested to its clinical limits without fault. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.